Event description:
The customer reported that there was a diluted sample leak of approximately 0.5 cubic centimeter from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical support (cts) indicated that the operator was instructed to manually move the probe wash block to loosen the movement due to the probe block appeared to have been stuck. The instrument ran without any leaks. The cts spoke with the customer about performing regular mode to mode matching studies as part of instrument preventative maintenance. (B)(4).